Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n505779, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a female patient receiving intrathecal fentanyl 200mcg/ml at 78 mcg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that patient had a twisted catheter. The patient had symptoms of increased pain. The pump was aspirated and found more than 15ml of drug than expected. A pocket revision was scheduled, and revision of the proximal was performed when the catheter was diagnosed as twisted. The cause of the twisted catheter was determined as the dacron pouch was not scarred into place and the pump was flipping. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.